Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12229. It was reported that low pacing impedance was observed on the left ventricular lead via remote transmission. Review of a mode switch event also revealed that there was noise on the atrial lead. Programming changes were made. The patient was stable and will continued to be monitored.